Event description:
Baxter (B)(4) received a report that the injector used to fill an infusor broke off at the fill port while filling the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The injector (syringe) was not returned with the unit for evaluation. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. The root cause was determined to be user error; excess torque was applied to the components during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A labeling review found the direction insert accurate and sufficient for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.